Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that there was no ultrasound. No system message was displayed. The cassette was changed out. Which did not resolve the issue. The case was completed by using another system. It was noted that the footswitch was not well connected to the system. Patient impact was not indicated. Additional information has been requested but not received.

Manufacturer narrative:
The company service representative examined the system and could not confirm the reported event. The company service representative noticed that there were system messages (sm) indicating a disconnected footswitch that might have caused the reported event. The system was then tested and met all product specifications. The system was manufactured on july 29, 2010. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).